Event description:
Pharmacy tech was preparing a compounded sterile product when the syringe tip broke with the needle attached. This occurred with the covidien monoject 25 ml syringe. Although the patient was not affected, we have had several issues with the covidien syringes such as this one in our hospital. Therefore, we wanted to report this. Manufacturer response for IV syringe, covidien monoject IV syringe 35 ml (per site reporter): pharmacy leaders have discussed issues with covidien syringes with manufacturer rep. We have seen cracks in barrels of syringes when new syringes are taken out of packaging. The syringe tips have broken off such as in this incident.